Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: a visual and functional assessment was performed on the device. The following steps failed: general condition. Check general function in running mode. Check the oscillation frequency with frequency meter. During the service evaluation the following failures were identified: functional: frozen/will not move. Visual: cosmetic damage. Conclusion: failure reported is confirmed.

Event description:
It was reported that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move. It was reported in the service order that the device failed to operate after sterilization. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2026. All available information has been disclosed.